Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a syncopal episode when the device was adjusted in clinic. She noted she has been feeling fatigued since then. A technical services consultant referred her to her physician. No additional adverse patient effects were reported. This device remains in service.